Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently did not complete the fill tubing process. Customer disconnected from the infusion set as customer did not know if air was being delivered versus insulin. Tandem technical support instructed the customer on how to fill the infusion set tubing. Blood glucose (bg) was 425 mg/dl and a bolus was delivered to address bg.